Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised then pulled battery harness back into the control box to see if there was a contact issue and turned chair back on and heard motor brakes make a noise and then two or three seconds later heard a loud hissing and a pop and seen smoke coming from under the where seat pan should be but had taken it off chair for repair. Dealer advised ripped battery cable out once he heard pop and when getting up to take batteries out of the chair noticed a light and some smoke coming from under where seat pan would be.